Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and the fan did not turn properly. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.